Event description:
It was reported to nova biomedical that a consumer received a result of 248 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on that result and subsequently experienced a hypoglycemic event requiring medical intervention. The emts tested the consumer getting a result of 27 mg/dl on their unknown brand of meter. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer did not have any control solution for testing her test strips before as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.